Event description:
Customer reportedly received the following results on the compact plus system: hi (greater then 600 mg/dl) - 16:30. 190 mg/dl-16:33, 383 mg/dl-16:35, 109 mg/dl-16:36, 123 mg//dl-16:37, 104 mg/dl-16:43, 110 mg/dl-16:44. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.